Event description:
It was reported that a malfunction alarm occurred without any notable events leading up to it. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent to the customer. The customer was instructed to use multiple daily injections as a backup insulin delivery method and provided with instructions on returning the faulty pump. They were informed they would need to program their settings and connect their continuous glucose monitor to the replacement pump.